Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found no anomalies. A known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion =0.96, 0.94, & 0.98 lbs; withdrawal =0.69, 0.67, & 0.65 lbs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: 0213116191, implanted: (B)(6) 2017, product type: lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported possible damaged or faulty lead, which occurred during a procedure. During a stage 2 procedure, the lead was unable to fit into the implantable neurostimulator (ins). The consumer had the lead implanted since (B)(6) 2017 without any issues for an advanced evaluation. During the procedure, which included the removal of the percutaneous extension and boot, it was noted that there was fluid that had leaked under the boot. Once the extension and boot were removed, the hcp gently cleaned and dried the electrodes on the lead and then placed the lead into the ins. The lead would not go all the way into the ins. The hcp tried removing the lead several times, tried unscrewing the screw in the ins, placing the ins at a different direction, and also rotating the ins when inserting the lead. All of these interventions were taken without success. It was suggested to try another ins to see if that was where the problem was. It was noted that the issue was resolved and it was discovered there was nothing wrong with the ins. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# 0213116191 implanted: (B)(4)2017 product type lead product ID 3058 serial# unknown product type implantable neurostimulator see also mfg. Report no. (B)(4) with respect to the second ins used. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated there was an issue inserting the lead into the second ins as well.

Manufacturer narrative:
Updated: information references the main component of the system and other applicable components are: product ID 3889-28 lot# 0213116191 serial# implanted: (B)(6) 2017 explanted: product type lead product ID 3058 lot# (B)(4) implanted: explanted: product type implantable neurostimulator. Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the lead was not able to be fully inserted into the second ins. After discussion, it was decided to insert only 3 of the 4 electrodes into the ins, as that was all that was possible with either of the inss. There were no additional actions or interventions planned.